Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. It is possible that the user technique during device preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation, a leak was observed, and if were to reoccur in the anatomy, has the potential to compromise fluid path integrity and cause or contribute to serious injury. It was reported that during preparation of the steerable guiding catheter (sgc), the fluid column was lost and a leak was noted at the hemostasis valve, prior to dilator insertion. The device was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.